Event description:
It was reported that fiber break occurred. An opticross 18 vascular imaging catheter was used for peripheral angiogram. However, the fiber broke during the procedure. The device was simply removed from the patient, and the procedure was completed with an alternate device. No complications were reported.